Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - requested, not provided, only year 1975 provided. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number- requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used after a cerebral angiography with a pig angiography catheter in 6fr artery sheath. They planned to conduct artery closure with the 6fr angio-seal, they followed the instruction for use of angio-seal and deployed the closure device. When they withdrew the introduce sheath, the anchor and gelatin sponge were all pulled out together. They conducted manual hemostasis. There was no harm found on the patient; the patient's condition was stable. Additional information was received 28jun2020. There was no abnormality in femoral artery angiography before use. Angio-seal assembly, positioning, retreat steps, the specific process after consulting a doctor: "a. Sheath pipe assembly with locator, b. 6 f b replacement sheath pipe, replacement, so as to prevent bleeding, compression femoral artery with the hand, c. After the replacement of 6 f angio-seal assembly of scabbard, d. Insert body, separation, and retreat, found retracement resistance is bad master, hold in retreat found will subject the front anchor block and gelatin sponge all pull out, f. Oppression hemostasis". Consumables used with angio-seal included skin expanding knife, rf*ga35153m guide wire and elastic bandage.